Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on valve bond edge and creases flat. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.